Manufacturer narrative:
A company rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specs. The handpieces were also confirmed to function and met specs. The root cause is unk. (B)(4).

Event description:
A customer reported that a pt experienced a thermal burn during a procedure. Add'l info was received reporting the event occurred at the beginning of the ultrasound. The occlusion bell was noted during the procedure. Three sutures were used to close the wound.